Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the connection between the water trap bowl and lid of an rt125 infant bias flow breathing circuit was too tight. This was observed during device set up, prior to patient use.

Manufacturer narrative:
(B)(4). The rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) for that product is k020332. Method: the complaint breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: no physical damage was observed on the inspiratory and the expiratory limbs of the returned breathing circuit. Further inspection revealed that there was small amount of water inside the water trap, indicating that it had been in use. An attempt was made to disconnect the water trap lid from the water trap bowl but it was not successful, confirming the fault reported by the customer. There was also a gap of 4mm observed between the lid and the bowl, which was out of product specification. A lot check revealed no other complaints of this nature for lot number 120530. Conclusion: the water trap of the breathing circuit consists of a bowl and a lid, where the bowl can be removed during use for draining water. The connection between the water trap bowl and water trap lid is tapered. The harder the two parts are pressed together, the tighter the connection will become. Due to the presence of water inside the water trap bowl, we were unable to determine if the two parts were over tightened during assembly in the production line or during set up at the hospital facility. (B)(4).